Event description:
It was reported that during follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended but the physician elected to not make the changes. Patient remained stable before, during and after the device interrogation.